Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it took 7 minutes to load and program a b braun pump in a traumatic cardiac arrest patient in the tru. The lack of preprogrammed epinephrine dose and the b braun locking mechanism delayed critical interventions including time getting to the operating room. This patient ultimately died in the operating room.